Event description:
The following info concerning the evaluation of the device was documented by a cardinal health tech support specialist in response to a phone conversation with a distributor ((B)(4) (third party service company)) rep. "[Name removed] called to report that this blender (B)(4) doesn't pass the bypass alarm test. Doesn't whistle when either gas source is disconnected. The blender does not alarm at all. There was no customer complaint, he only caught this during his 3100b rental vent inspection (spi)."

Manufacturer narrative:
The distributor ((B)(4) (third party service company)) did not submit a user facility/distributor report to the MFR. Event codes were derived based on info provided by the distributor ((B)(4) (third party service company)). (B)(4): the following info concerning the evaluation of the device is a summary of the info documented by the cardinal health failure analysis lab tech. The cardinal health failure analysis lab tech evaluated the device and found a crack on the base of the alarm reed (p/n 01866) which is inside the blender alarm assembly (p/n 05436). This crack caused the alarm reed not to vibrate, thus resulting in the no alarm condition. The cardinal health failure analysis lab tech was not able to determine what caused the alarm reed to crack. A review of trended complaints for the past 6 months does not reveal a trend associated with the alarm reed (p/n 01866), at present this event is considered to be an isolated incident. Additionally this file will be trended as part of our monthly trending. The faulty device will be held by the cardinal health failure analysis lab for 90 days and then it will be scrap. A replacement device was sent to the distributor ((B)(4) (third party service company)) on sales order (B)(4).